Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Updated apr 27, 2017: legal medical records received. Pfs alleges pain and discomfort, and presence of a liquid serum discharging from the hip wound. It was also noted that his implant was replaced with a spacer to fight off the infection. After review of the medical records for MDR reportability, it was stated that the patient was revised due to an infected right hip arthroplasty and extensive soft tissue necrosis. A prostalac 150 with a cemented polyethylene cup was implanted in replacement of his contaminated prosthesis. On the revision notes, it was noted that there was absence of soft tissue attachments to the patient's greater trochanter. Gross purulence and extensive fibrotic appearing tissue was also noted. No labs provided for the alleged high metal ions. Product codes and lot numbers were provided.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, discomfort, and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue, and bone.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.